Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this device reverted to safety mode. The patient reported feeling unwell. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this device reverted to safety mode. The patient reported feeling unwell. The device was explanted and replaced. No additional adverse patient effects were reported. This supplemental report is being submitted to update the additional manufacturing narrative.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt. Review of device memory confirmed the device recorded three power on reset errors on (B)(6) 2023. The device detected the errors and appropriately moved to safety mode operation. No other errors were noted. Battery voltage was noted to be as expected and a review of device power usage found it to be normal over the previous year. The device case was removed to facilitate inspection and testing of the internal components. Using engineering tools, the device was removed from safety mode. During subsequent testing and monitoring, the device never moved back to safety mode. No issues were observed. The root cause of the power on resets and safety mode could not be determined.

Event description:
It was reported that an alert had been generated for this device reverted to safety mode. The patient reported feeling unwell. The device was explanted and replaced. No additional adverse patient effects were reported.